Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during outpatient management that the ventricular assist device (vad) coordinator recognized a system controller fault alarm on the patient's backup system controller. Log files were provided and conformed the alarm. The system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of system controller internal fault alarms was confirmed via the submitted log files and was reproduced during evaluation of the returned heartmate 3 system controller. On (B)(6) 2024 at 16:51:18, the submitted log file captured controller internal fault alarms due to liquid crystal display (lcd) communication faults. This indicated the lcd board was unable to properly communicate with the rest of the system. The alarms were active until the controller was reset on (B)(6) 2024 at 18:05:51. Similar events were captured on (B)(6) 2025 12:29:40-16:19:11, on (B)(6) 2025 from 12:47:26-12:47:53 and 12:50:25-12:50-34, and on (B)(6) 2025 from 09:05:56-09:21:49. The controller internal fault alarms did not impact the controller¿s ability to support the pump. The returned controller, serial number (B)(6), was connected to a test power module, system monitor, and mock circulatory loop and a controller internal fault alarm was reproduced. The controller was opened, and the issue was traced to the lcd printed circuit board (pcb). Further analysis of the lcd pcb revealed the microcontroller u7 to be electrically compromised. The root cause for the controller internal fault alarm was determined to be due to a compromised component on the lcd pcb. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The controller was shipped to the customer on 23jan2023. The heartmate 3 instruction for use (rev. C) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve controller internal fault alarms. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿, provides instruction on how to clean the system controller. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental finding: while connected to the mobile power unit, unable to charge backup battery alarms were captured in the log file; these are consistent with losses of power to the unit when the controller is in charge mode. No further information was provided. The manufacturer is closing the file on this event.